Event description:
Customer stated on a bravo capsule that failed to attach. The physician was performing the bravo procedure and when pressing down on the plunger and rotating the plunger 1/8, the capsule was still attached to the delivery system. The customer was able to attach another capsule successfully.

Event description:
The facility representative notified baxter of a colleague triple channel volumetric infusion pump with a reported condition of "no audible alarm". The reported condition occurred either during set up or while infusing on a patient. It is unknown if there was an adverse event, patient injury or medical intervention associated with this report. There is no additional information at this time.

Event description:
During minor device repair, the customer biomed found that the biphasic pcb assembly was cracked and missing several (unspecified) capacitors. The biomed did not test the device critical functions prior to repair. However, the biphasic pcb is a critical assembly and the reported issue might have affected the device ability to deliver appropriate defibrillation therapy. There was no pt use associated with event.

Manufacturer narrative:
(B) (4) the pump was received and evaluated by baxter. The reported condition was not confirmed, and not duplicated. Back-up beeper was distorted due to its improper seating in rear housing, but it was still audible. Back-up beeper appears to have been unseated by a foreign object being forced through the back-up beeper opening in the rear housing. Main alarm is operating within specification and is performing as designed when a failure occurs. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. The uim (user interface module) software (B) (4), categorized as unremediated.

Manufacturer narrative:
(B) (4). The pump is available for evaluation and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Manufacturer narrative:
(B) (4)